Event description:
A high sensor reading issue was reported with the adc device. A caller reported on behalf of a (child) customer whose sensor received an unspecified high scan when compared to a competitor meter. It was further reported that the customer experienced a seizure and received third-party medical treatment however, no treatment details were provided as the call was interrupted. Adc customer service was unsuccessful in reconnecting with the caller therefore, no further information was obtained.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes became aware of the event. All pertinent information available to abbott diabetes care has been submitted.